Manufacturer narrative:
Analysis of the wireless recharger wr9200 (B)(6) revealed that the recharger was unresponsive. The led's scroll con tinuously and the flash sector read/write protection bits have become set.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient representative regarding an external device. The reason for call was the battery lights on the recharger were scrolling green when on the dock and when it was off the dock yesterday. They tried to turn the recharger off. Called medtronic and they were closed. She tried troubleshooting and couldn't resolve the issue and told them to call patient and technical services(pats). Patient started shaking, they went and got the patient programmer to get a reading and couldn't get a reading. The patient stimulator battery was dead. 2-3 times during the night the recharger went off and was searching for the stimulator. Patient mentioned they went to doctor around august 15. They told them the device looked weak or didn't charge all the way. What they used to check the stimulator it looked like it was down or should be up more. They told them it shouldn't take them as long as it does to recharge the stimulator. Had caller hold the power button down for 45 seconds in and out of dock. The issue was not resolved through troubleshooting. A message was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.